Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke and it was noted that the suture did not have the same tensile strength it normally does. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: procedure name and date? Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? What is the current condition of the patient? How was the product stored? Was the integrity of the seal compromised? Did the packaging look damaged? Where there any quality issues noted prior to the packaging being handled? Please confirm that there was no adverse patient outcome device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.